Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: investigation revealed a missing keypad. Contamination was observed under the up arrow button. In addition, the contrast and down button contacts were missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the ok, down and up button were under responsive to user presses. It was also noted that the keypad was peeling, thinning, torn and punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.